Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was having an intermittent power issue. The reporter noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was unable to fully tighten to the pump, but a power loss was not duplicated. The battery compartment had a crack observed from the thread area to the case seal. Pump reboot events were observed in the black box prior to complaint date. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad was peeling at the up button but was still normally responsive.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.